Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock that was suspected to have been delivered as inappropriate therapy for an atrial fibrillation (af). Technical services (ts) was consulted and reviewed stored data. Ts discussed how the patients rhythm had low amplitude, so the nature of the patients rhythm was unable to be determined based on available data. This device remains in service. No additional adverse patient effects were reported.